Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection in his back at the catheter incision site. The hcp planned to remove the catheter and leave the pump in the patient until the catheter could be replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.